Event description:
Customer called on (B)(6) 2011 reporting that the baths of the coulter ac.t series analyzer were overflowing. Customer was wearing personal protective equipment consisting of gloves, a lab coat and goggles during the incident and no injury or exposure was reported. Patient results were not affected and therefore no change to patient treatment was attributed to this event. This event was discovered as a result of a review of the service record for a similar event which was reported on (B)(6) 2012. Please see medwatch #1061932-2012-00563 for the report of the event which happened on (B)(6) 2012. Field service engineer (fse) was dispatched on (B)(6) 2011 and observed diluent leaking from the baths. Fse also found a clot in the vacuum tubing so there was no vacuum to drain the baths while running and this in turn caused the baths to overflow.

Manufacturer narrative:
Evaluation - results (B)(4): fse also found a clot in the vacuum tubing so there was no vacuum to drain the baths while running bec identifier for this report is (B)(4).